Event description:
During the procedure, while repositioning, the micrusphere 10 platinum microcoil ((B)(4)) formed a knot and was removed together with the probe echelon 14 curved microcatheter. The coil tore during subsequent test outside of the patient's body. No part remained inside of the patient. During placement, no additional manipulation and torque was applied while the coil was in the aneurysm, and the coil was not left in the aneurysm, while the microcatheter was repositioned. A dedicated and constant saline source was utilized at all times with the microcatheter. The procedure was completed with other microcoils. The basilar tip aneurysm measured 6mm. There was no adverse event reported with the patient and the device was returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, while repositioning, the micrusphere 10 platinum microcoil ((B)(4)) formed a knot and was removed together with the probe echelon 14 curved microcatheter. The coil tore during subsequent test outside of the patient's body. No part remained inside of the patient. During placement, no additional manipulation and torque was applied while the coil was in the aneurysm, and the coil was not left in the aneurysm, while the microcatheter was repositioned. A dedicated and constant saline source was utilized at all times with the microcatheter. The procedure was completed with other microcoils. The basilar tip aneurysm measured 6mm. There was no adverse event reported with the patient and the device was returned for analysis. The coil was returned severely damaged, stretched, and mechanically detached from the device positioning unit's (dpu) detachment fiber. The coil was not returned in a ball as stated in the event description. The coil was completely unraveled out of the soldered section. The returned echelon 14 microcatheter passed inspection and functionality testing and except as noted below did not contribute to the field complaint. The most likely contributing factor to the coil forming a ball, stretching, and the eventual severing during repositioning inside the aneurysm was due to the coil becoming entangled on the coil's already dwelling inside the aneurysm (coil mass), on itself, or on the distal tip of the microcatheter. When the coil was retracted during the repositioning movement, the coil was temporarily anchored which caused it to stretch. It was stated that the coil was 'the coil torn during subsequent test outside of the patient's body. No part remained inside of the patient.' That was when the mechanical detachment most likely occurred. For optimum product performance during repositioning and to prevent potential complications, the instructions for use (IFU) recommends, 'caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.' A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the available information and the analysis, the event was not confirmed, but the device was returned stretched and detached. It is possible that procedure factors contributed to the event, and handling post procedure cause the detachment. Additionally, DHR review for this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective action will be taking at this time.